Manufacturer narrative:
The insulin pump had critical pump error after battery installation. The critical pump error was generated by pump errors per boot loader traces, the formatted history file confirmed pump error. Analysis was unable to determine the root cause. Analysis was unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.